Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient experienced a extended / lower side descemet's membrane detachment. The surgeon may have "indirectly admitted" having touched the endothelium. Additional information has been requested but not received. This is the second of two reports from this facility. (B)(4).

Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).